Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused normal saline (which was in a refrigerated state) during therapy. The device was programmed to deliver 1000 ml of normal saline at the rate of 999 ml/hour in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.